Event description:
It was reported that this right ventricular (rv) lead was fracture. This rv lead remains in service and was reprogrammed off and set to vvi mode. No adverse patient effect were reported.